Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and log files showed the patient's ventricular assist device (vad) exhibited trends of decreasing power and flow. The patient remained stable and their ldh normalized. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump hw27609 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through log file analysis which revealed periodic decreases in power beginning on (B)(6) 2018. However, power consumption remained within normal operating range up to (B)(6) 2018. Twelve low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related com orbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.